Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v503942, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient was no longer receiving therapeutic effect. Impedance testing showed all electrodes as greater than 4,000 ohms. The patient then underwent lead replacement surgery. The patient was alive and without injury.